Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the audio bolus button and the keypad buttons were unresponsive and there was moisture in the battery compartment and behind the display screen. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue can result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: on investigation, the audio bolus button was responsive when tested. Investigation did not duplicate the alleged unresponsive audio bolus button. The keypad was confirmed to be unresponsive as alleged. Moisture was present in the pump in the battery compartment on the display and transceiver boards, on the keypad connector and on the display. Investigation confirmed the complaint.